Manufacturer narrative:
The insulin pump had passed displacement test, rewind, occlusion, basic occlusion, and excessive no delivery alarm test. Analysis was unable to prime during prime/ compromised force sensor test due to faulty force sensor resistor (gold). The motor was tested outside the device and passed. There was no motor error alarm or excessive no delivery alarm noted. Analysis was unable to complete functional test due to prime anomaly. The pump was received with missing end cap sticker, cracked lcd display window corners, cracked reservoir tube, cracked battery tube threads, and scratched lcd window.

Event description:
The customer reported via phone call that the pump had motor error alarm and no delivery alarm. The blood glucose at the time of the incident was 204 mg/dl. The customer attempted to use his old pump, but it malfunctioned and alarmed motor failure. The customer current pump alarmed motor error multiple times. The customer states the pump was not exposed to a high magnetic field and the drive support cap appears intact. The customer states they are able to complete the rewind. The customer completed trouble shooting and was able to resolve the issue. However the pump had a missing dome sticker. The device will be returned for analysis.